Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapies were ongoing. On an unreported date, the peritoneal effluent fluid was clear. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: on an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.